Event description:
It was reported that during a bi-maxillary osteotomy, the handpiece became hot and the patient received a first degree burn to the lower lip. The surgeon applied ice to the burn and during post-op, hydrocortisone gel was applied. According to the surgeon, the burn was superficial and should not scar. The surgery was completed with another device which was on hand.

Manufacturer narrative:
The attachment has been received at the manufacturer but the investigation has not begun.